Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, displacement test or verify off no power alarm due to blank display. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had an off no power alert and the insulin pump eventually shut off. The customer¿s blood glucose level was 2.1 mmol/l. It was reported that the insulin pump had a blank screen. The insulin pump was returned for analysis.